Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter phone#: (B)(6). Device manufacture date: unknown. (B)(4). Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for shield does not detach as intended, shield tight and cannula loose due to unknown lot number. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, shield does not detach as intended, shield tight and cannula loose) was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review for shield does not detach as intended, shield tight and cannula loose due to unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd 0.3 ml insulin syringe with bd ultra-fine¿ needle experienced product damage while still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: customer uses the product to apply in his dog, that is diabetic. Informs that does not re-use the material. In this last time, informs that felt some difficulty to remove the syringe's protector (it was too tight); however, he could remove and apply the medicine without inconveniences. At the time of putting the protector back into the syringe, observed that the needle was floppy and almost fell. The customer does not know if it's related to the force applied to remove the orange protector, or if there was an issue with the product itself. The material has been discarded and the customer does not have the batch (he has mixed all the syringes and packages into only one container). Customer stated: the syringe has not been reused, I used it only once... I'm very disappointed, because I do the treatment in my dog for more than one year and do not re-use the syringes. I'm well informed and also know how to do the procedures. Anyway, if it happens again I will take the appropriate measures to solve the problem. We bought another syringe package and the same problem also occurred.